Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates that this is due to improper handling. The event was confirmed. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device "came apart". This device was not used in surgery. The issue was discovered in a practice laboratory. No injuries or medical intervention were reported. There was no additional information provided.